Manufacturer narrative:
Troubleshooting of the AED with the customer identified that the AED's battery pack was expired. The cause of the depleted battery pack was related to a lack of maintenance of the AED. As a follow-up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported that their AED battery was depleted and expired. They reported that this did not occur during patient use.